Manufacturer narrative:
The event could be duplicated after receiving the concerned collimator. The planned measure solves the problem. Info will be available to the service organization through a system update. All service organizations in countries with installed volumn will be asked to inform staff to install an additional modified grounding piece whenever a collimator is exchanged. Implementation of final corrective measure ((B) (4)). Total installed volume will receive additional grounding, regardless of a collimator replacement. (B) (6).

Event description:
It was reported that during an exam, the system failed due to a collimator problem. The female pt suffered a heart attack but it could not be determined whether the heart attack was the result of a device problem or due to the pt's condition. The power unit and the collimator were replaced at the customer's site. This event occurred in (B) (6). After becoming aware of the problem a simulation was performed. It was confirmed that unsatisfactory grounding might cause the problem and that proper grounding will be the solution. The problem can only occur after changing the collimator during a service intervention.